Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the anchor and inner plug were no longer connected. A visual inspection revealed that the retention sutures and device sutures were still threaded through the anchor eyelet. The inner plug had detached and was not connected to the anchor or inserter. The torque limiter appeared to have been twisted counterclockwise to retract the inner plug. There was debris on the sutures and inserter. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. The complaint was confirmed. Factors that could have contributed to the reported event include excessive counterclockwise rotation of the torque limiter, inadvertent pressure on the inner plug during suture insertion, or excessive force.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the footprint ultra pk suture anchor 4.5 inner plug fell off when passing through the wire. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.